Manufacturer narrative:
H6: investigation summary: seven photos of a 32g x 4mm pen needle carton and sealed pen needle samples were returned from lot. No. 9352143, cat. No. 320520. Visual examination of the returned photos was carried out and no issues were observed. No physical samples were returned so no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos provided and the fact no physical samples were returned no further investigation could be carried out. H3 other text : see h10.

Event description:
It was reported that 6 pn 32g x 4mm ema 100pk were difficult to prime during use. The following was reported by the initial reporter: "when the patient inserts the needle into the syringe pen, the drop of the medicine does not come out. Not all needles in the package have this problem. Out of 16 needles, 6 were defective. 84 needles were not used yet (100 pieces in the package)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 pn 32g x 4mm ema 100pk were difficult to prime during use. The following was reported by the initial reporter: "when the patient inserts the needle into the syringe pen, the drop of the medicine does not come out. Not all needles in the package have this problem. Out of 16 needles, 6 were defective. 84 needles were not used yet (100 pieces in the package)."